Manufacturer narrative:
Date returned to manufacturer: unknown. The date of investigation completed has been used for this field. Results - bd received samples from the customer facility for investigation. The samples were not evaluated, so no results are available. Conclusion - CAPA (B)(4) has been initiated for documentation related to this issue of tubing leakage to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions.

Event description:
It was reported that blood leaked from the hub of the bd vacutainer® push button blood collection set needle once it entered the patients arm. No injury or medical intervention reported.